Event description:
It was reported, the pt no longer had the pain. She received the scs system to address. The pt electively wanted the scs system removed. The pt also reported she was experiencing pain at the ipg pocket site. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.